Event description:
It was reported that during the preparation of a pulmonary vein isolation (pvi) procedure, an intellamap orion mapping catheter was selected for use. During the preparation of the device outside the patient, it was noted that the catheter basket was unable to be deployed correctly. Furthermore, device was unable to undeploy as well. The device has been replaced, and the procedure was completed successfully with no patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The intellamap orion catheter was evaluated by boston scientific. Upon receipt, the device was visually inspected and did not note any abnormalities. Functional test shows that the catheter functional mechanism worked properly. No abnormal resistance was felt when actuating the device. Laboratory analysis was unable to confirm the reported complaint of "deployment/undeployment failure". The device functioned as intended.

Event description:
It was reported that during the preparation of a pulmonary vein isolation (pvi) procedure, an intellamap orion mapping catheter was selected for use. During the preparation of the device outside the patient, it was noted that the catheter basket was unable to be deployed correctly. Furthermore, device was unable to undeploy as well. The device has been replaced, and the procedure was completed successfully with no patient complications. The device was returned for analysis. As per additional information received on 09sep2025, the basket could not open or close properly. The slider was in the neutral position, but the basket was not fully closed. When in the open position, the basket was also not fully open, even though the slider was set to 'open.'